Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2014, the reporter contacted animas stating, the patient experienced a blood glucose (bg) in the range of 300mg/dl to 25mg/dl. It was noted that the patient experienced symptoms of extreme drowsiness and extreme thirst with the high bg and with the low bg, the patient reportedly experienced symptoms of sweating, palpitations with cognitive impairment. It was noted that the patient reportedly self- treated the low bg with glucose tablets, glucose gel and oral carbohydrates. The patient reportedly made self-adjustments to the pump and admitted to over-treating the low bgs at times. It was noted that the patient recently increased the am basal rate and made other changes to the pump¿s settings. There was no indication of medical intervention or that the health care provider (hcp) made adjustments to the program/settings on the pump and the patient remained on the pump. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was making adjustments on the pump¿s settings which caused the incorrect calculation of dosage. There was no indication of a pump malfunction or that the pump caused or contributed to the reported event.